Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The biomed is reporting the v60 has come down from the respiratory department with a message of low o2 (oxygen) supply pressure. The biomed is going to check with the respiratory therapist (rt) to see if the unit was using wall oxygen or the e tanks. The remote service engineer (rse) advised the biomed to complete the v60 pneumatics testing. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient, or user harm reported. The biomed reports completing the v60 performance verification, and did not find any problems, and they have been unable to reproduce the problem. The v60 has been returned to service without any reported issues.

Manufacturer narrative:
G4:25jan2021; b4:15feb2021. The bio-med indicated the issue occurred during normal operation while on a patient transport, the patient was switched to wall mains immediately upon arrival to destination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.